Manufacturer narrative:
Customer reported patient fall with no serious injury or any injury reported. Wheeled stretcher in use at facility is no longer supported by sechrist as we have discontinued its production. This stretcher is over ten (10) years old, no longer serviced by sechrist, and has reached the end of its useful life. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no.: (B)(4).

Event description:
While exiting gurney, patient's pant leg caught on gurney side brake pedal. When patient went to walk away from gurney, their caught pant leg caused him to fall. No serious injury or patient injury was reported.